Event description:
It was reported to medtronic minimed that the customer reported pump stopped delivering insulin, and attempted to restart and pump shows insulin suspended. The customer reported the reservoir is showing empty. The customer reported pump home screen is showing reservoir and set. The customer received pump error 43 (an error in the motor was detected by reading an unexpected value from the hall sensor) and battery failed. The customer experienced hyperglycemia. The event involved product(s) mmt-7040a, mmt-1884l, mmt-332a, and mmt-399a. Troubleshooting was performed for the pump error, and the customer was able to clear the error. Troubleshooting was performed for the battery failed alarm, and the customer did not have a new battery available. Troubleshooting was not performed for the high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a, mmt-332a, and mmt-399a. The customer was instructed to discontinue device use. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current test, sleep current test and self-test. No failed batt test alarm or pump error 43 alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Multiple pump error 43 alarms found in the pump history file/trace on 07-jan-2026 started from 11:33:32 to 22:08:57. (3) failed battery test alarms found in the pump history file/trace on 07-jan-20226 at 11:34:27, 11:42:17 and 11:52:39. Pump was cut open to perform visual inspection and found¿corroded motor home switch. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and minor scratched lcd window. Pump error 43 alarm was confirmed due to corroded motor home switch. Failed batt test alarm or exposed to magnetic field or MRI not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.